Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was found to have defective ram chips (u100 and u101). The sdram components are bga parts on the monitor's c/a board, which load the flash memory. The root cause for the defective chips was unable to be positively identified. No adverse event occurred due to this failure. The last person to use this charger/modem did not report any problems.